Event description:
It was reported that the ilet user received an insulin set expired alert after changing supplies, and review indicated the infusion set history had not updated due to the fill cannula step not being completed; after guidance to perform the fill cannula process, the infusion set history updated, indicating a use-of-device problem involving supply change steps. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the issue traced to user operation. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.